Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in july 2010 and performed to specification up to 14th september 2014. During this time, an increase in voltage would suggest a new pad-pak had been installed. The data obtained from the device showed evidence that the device was switching itself on automatically, resulting in manual power-ups one of 10 minutes in duration occurring between 21st september 2014 and the 30th january 2015. On 1st february 2015 the device passed an auto self-test and continued to perform successful weekly auto self-tests up to 16th august 2015. It is reasonable to conclude that devices returned for the reported fault may be attributed to membrane failure. The ten minute time outs recorded would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. A device switching itself on automatically can cause premature depletion of the pad-pak (battery). The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. Device switching on automatically.